Manufacturer narrative:
(B)(6). (B)(4). The product has been returned to the manufacturer and the product analysis is anticipated but not yet begun.

Event description:
It was reported that intra-op, the doctor found the device was broken. The instrument's thread mouth was damaged, and doctor could not remove the screw from the instrument. The screw came in contact with the patient, but the instrument did not come in contact with patient. There was no complaint on the patient, the patient's current state is normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas/boss found the set screw unable to be fully engaged in the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.